Manufacturer narrative:
For all three events, the investigation did not identify a product problem. The cause of the event could not be determined. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 3 malfunction events. Erroneous non-reproducible results were generated by the cobas e 411 immunoassay disk analyzer. The events involved a total of 3 patients with the following: 2 elecsys hcg + beta test system (hcg + b), 1 elecsys prolactin assay. The patients' ages ranged from (B)(6) to (B)(6). The patients' weights were requested but were not provided. There were 2 females. The other patient's gender was requested but was not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.